Event description:
It was reported to philips that the paddles have a sparking issue. There was no patient involvement. The field service engineer (fse) found that the paddle trays needed to be replaced. Upon conclusion of the evaluation, it was determined that the paddle trays requires replacement. They were replaced. The device passed testing and was put back into service.